Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: part and lot numbers have been confirmed with operative reports item number: rd118850, item name: m2a cup, lot number: 867680, item number: 21-103204, item name: femoral stem, lot number: 860160, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision due to adverse tissue reaction approximately eleven years post-implantation. The head component was removed and replaced. Operative notes state that approximately 6 ml of "serosanguineous opaque" fluid with light particular debris was aspirated from the hip. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(6). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09682, 0001825034 - 2017 - 09683, 0001825034 - 2017 - 09683. Patient is a bilateral patient. It is unknown which devices were implanted on which side. 11-173663 m2a 38mm mod hd +3mm nk lot 444190; 11-173662 m2a 38mm mod hd std nk lot 429170. Patient is a bilateral patient and the other set of cup, femoral, and neck will be reported on (B)(6). It is unknown which devices were implanted on which side. Rd118850 m2a 38mmx50mm cup lot 163980; rd118850 m2a 38mmx50mm cup lot 857690; 21-103204 ha taperloc por fmrl 10x140 lot 860160; 21-103204 ha taperloc por fmrl 10x140 lot 163850; 11-173663 m2a 38mm mod hd +3mm nk lot 444190; 11-173662 m2a 38mm mod hd std nk lot 429170. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
Legal counsel reports patient underwent a revision procedure due to patient allegations of friction and wear between the femoral head and cup causing large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient blood, tissue, and bone. As a result, the patient experienced severe pain, discomfort, and inflammation in and around the implants, soreness, dysfunction, loss of range of motion, and metallosis. No further information has been made available at this time.